Event description:
A minimum fill notification was reported by the caller, but the caller declined to provide blood glucose details at the time of the event. Technical support instructed the caller to reload the original cartridge, which did not resolve the issue. The caller was then guided to fill and load a new cartridge onto the pump using the correct technique. This action successfully resolved the issue, allowing the caller to resume insulin delivery. There was no adverse impact on the customer's blood glucose level.